Event description:
It was reported to philips the device ECG port connector was worn. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
It was reported to philips the device ECG port connector was worn. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ECG connector block. The fse replaced the ECG connector block. The device passed all performance assurance tests and was placed back into use with the customer.